Event description:
It was reported that the patient presented remotely. A remote transmission showed that the patient's implantable cardioverter defibrillator (ICD) exhibited myopotential oversensing. No intervention was performed. The patient had no adverse consequences due to the event.